Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a crack in the rim of the minicap. Functional testing failed leak test due to the crack. The reported issue was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was cracked. This was noted after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.